Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/20/2015 with the following findings: a review of the pump¿s history revealed no activity related to time and date resets. Further testing was unable to be performed due to an unrelated recurring call service alarm. The pump was opened and no damage was found to the pump¿s internal clock battery. The issue was not able to be fully investigated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. It was reported that the time was correct but the date setting was incorrect. No additional information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.